Event description:
A surgeon reports a pt hascomplained of altered color perception for his operated eye following intraocular lens implant surgery. The pt reports his right eye aees green as blue and yellow as orange. The lens remains implanted. Additional infoamtion has been requested.